Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 430 mg/dl. The customer states the battery indicator is not showing battery as it wears down and the pump shuts off. Troubleshooting was completed and confirmed the battery icon is staying full throughout battery use. The product was returned for analysis.